Manufacturer narrative:
Evaluation summary:the customer's reported condition of fail code 500 was not confirmed. Investigation of the event history revealed the actual failure code was 570.

Event description:
The facility reported a fail code 500. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regardingadditioanl contact information, paient demographics, medicatins involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.